Manufacturer narrative:
27-mar-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Scratches/inside vaginal walls [vulvovaginal injury] uncomfortable/inside vaginal walls [vulvovaginal discomfort] tampon scratches [medical device site injury] tampon uncomfortable [medical device site discomfort] pulled out the tampon and the string detached from tampon [complication of device removal] string detached from tampon [device breakage] consumer contacted via phone and stated that when she pulled out the tampon, the string detached from the tampon; she had to push out the tampon. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Scratches/inside vaginal walls [vulvovaginal injury], uncomfortable/inside vaginal walls [vulvovaginal discomfort], tampon scratches [medical device site injury], tampon uncomfortable [medical device site discomfort], pulled out the tampon and the string detached from tampon [complication of device removal], string detached from tampon [device breakage]. Consumer contacted via phone and stated that when she pulled out the tampon, the string detached from the tampon; she had to push out the tampon. No serious injury was reported.